Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the gauge reading inaccuracy issue occurred. The 90% stenosed target lesion was located in a moderately tortuous left anterior descending (lad) artery. A 26 encore balloon catheter inflation device was used for inflation. During procedure, after dilatation was performed at 14atm, deflation was attempted. It was observed that the gauge did not stop at 0 and moved to 26atm. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was good.